Event description:
New information received indicated the leadless pacemaker (lp) was replaced to complete the procedure. There were no patient consequences.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was repositioned for electrical activity. During one of the positionings, the helix on the lp was sprung. The lp was removed and implant attempt abandoned. There were no patient consequences.

Manufacturer narrative:
The reported events of stretched helix, and insufficient device problem information were not confirmed. Visual inspection noticed the helix was compressed. The helix compression is consistent with having occurred during implant procedure caused by the end-user. Electrical and mechanical analysis performed indicated normal functionality. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.